Event description:
A complaint was received and reported as the tubing pulled apart at the y-site of 9.5" (24.1 cm) kink resistant set with tru-swab max y and bonded maxplus tru-swab connector device. In communication between medegen and a representative form (B)(6) hospital, it was noted that the administration set was wrapped around the pts bed rail and when the rail came down, the tubing of the administration set pulled apart from suspected component of the device. The clinician involved in the incident observed blood coming from a component of the device in the event of the incident. Medegen has made multiple attempts to contact the clinician involved in the reported incident to gather any additional clinical information. However, the attempts made were unsuccessful. We assume the medical intervention was to replace the administration set.

Manufacturer narrative:
Medegen received a complaint from the field reporting "tubing pulled apart" from a suspected component of the 9.5" (24.1 cm) kink resistant set with tru-swab max y and bonded maxplus tru-swab connector device. This prompted medegen to conduct an investigation of the reported incident. Investigation: a review of the device history record for this lot confirmed that the product was manufactured, tested and released to the device's design and quality specifications. There were no reported failures or manufacturing irregularities observed that would have caused or contributed to this type of failure. Evaluation of returned part: there were no samples returned with this complaint. Testing/analysis of the lot retained samples of components: several lots available in medegen's inventory were obtained and sampled. The samples were leak tested and pull tested. There were no reported failures found. The suspected component within the device called a "nac-y" were also sampled from lot retains and production inventory and analyzed. It was determine that there were no dimensional issues identified on any of the units analyzed. Process analysis - no evidence of any equipment problems or incorrect solvent use was found during the investigation. Conclusion - based on test results and investigation, medegen concludes that this reportable event was caused by user interface whereby external factors caused the incident.